Manufacturer narrative:
(B)(4). Additional information: the analysis results found that devices (a and b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling the device, the clips were not properly fed into the jaws causing the clips to be ejected during consecutive firing sequences the clips were caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. It should be noted that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # j90j40. Expiration date: 02/2017. Manufacturing date: 03/2012.

Event description:
It was reported that during a vl right hemicolectomy procedure, the surgeon took the clip applier, fired the first clip as usual and immediately saw that the clip came out of the applier in a wrong way, completely malformed, and therefore unusable. He tried firing three more times away from the patient, and he encountered the same issue again. He then opened two more devices from the same lot, with the very same result. The case was carried out and finished by opening a fourth device from a different lot. Two of the three appliers that are being returned are completely fired because the surgeon kept making firing attempts. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.